Event description:
Pt was on scale being weighed, she fell off the side while her bed was being changed. Rn tried to catch pt but they fell on floor hitting her head. Pt had a small right frontal lobe hemorrhage.